Event description:
It was reported that this right ventricular (rv) lead exhibited two different measurements of pacing and shock impedance out of range, one in (B)(6) 2023 and one in (B)(6) 2023. Since no noise episodes were recorded, the physician decided to schedule a follow-up in clinic. During provocative maneuvers, no noise or out of range measurements were reported. The patient reported they do not remember using particular tools, and they have not had any hospitalizations in these months. The physician decided to continue monitoring patient via the latitude nxt remote patient monitoring system and consult technical services for a technical evaluation of parameters. Technical services reviewed device data and recommended x-ray imaging of the device header and the lead, lead evaluation via isometrics and pocket manipulations, delivery of a 1.1j shock, and/or turning on nsvt alerts. No adverse patient effects were reported. This rv lead remains in service. Additional information received indicates the patient presented to the emergency room (ER) in the end of (B)(6) 2023 for an episode of illness associated with heart palpitations. There was no recorded episode by the device and all parameters were in range. As already known from the daily trends, some peaks of the pace and shock impedance were detected (respectively > 3000 ohms and > 200 ohms). During the follow-up, provocative maneuvers were then repeated and real-time electrogram (egm) recorded as suggested by technical services. The maneuvers were negative for noise or out-of-range shock and pace impedance measurements. The minute ventilation (mv) sensor has been switched off because of the oversensing episode recorded on (B)(6) 2023. On x-ray no fracture was seen along the course of the lead. A day hospital admission to perform the integrity test will be scheduled in the next months. The patient is closely monitored via weekly transmission in latitude and all red alarms for rv monitoring have been enabled. Additional information received in october 2023 indicates the patient was seen in-house for follow-up and commanded shock testing was performed. No noise or out of range measurements were seen during provocative maneuvers, and shock testing resulted in within range shock impedance. The physician decided to continue closely monitoring the patient via latitude. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited two different measurements of pacing and shock impedance out of range, one in (B)(6) 2023 and one in (B)(6) 2023. Since no noise episodes were recorded, the physician decided to schedule a follow-up in clinic. During provocative maneuvers, no noise or out of range measurements were reported. The patient reported they do not remember using particular tools, and they have not had any hospitalizations in these months. The physician decided to continue monitoring patient via the latitude nxt remote patient monitoring system and consult technical services for a technical evaluation of parameters. No adverse patient effects were reported. This rv lead remains in service. Technical services reviewed device data and recommended x-ray imaging of the device header and the lead, lead evaluation via isometrics and pocket manipulations, delivery of a 1.1j shock, and/or turning on nsvt alerts. Additional information received indicates the patient presented to the emergency room (ER) for an episode of illness associated with heart palpitations. There was no recorded episode by the device and all parameters were in range. As already known from the daily trends, some peaks of the pace and shock impedance were detected (respectively > 3000 ohms and > 200 ohms). During the follow-up, provocative maneuvers were then repeated and real-time electrogram (egm) recorded as suggested by technical services. The maneuvers were negative for noise or out-of-range shock and pace impedance measurements. The minute ventilation (mv) sensor has been switched off because of the oversensing episode recorded on july 15, 2023. On x-ray no fracture was seen along the course of the lead. A day hospital admission to perform the integrity test will be scheduled in the next months. The patient is closely monitored via weekly transmission in latitude and all red alarms for rv monitoring have been enabled.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited two different measurements of pacing and shock impedance out of range, one in may 2023 and one in june 2023. Since no noise episodes were recorded, the physician decided to schedule a follow-up in clinic. During provocative maneuvers, no noise or out of range measurements were reported. The patient reported they do not remember using particular tools, and they have not had any hospitalizations in these months. The physician decided to continue monitoring patient via the latitude nxt remote patient monitoring system and consult technical services for a technical evaluation of parameters. No adverse patient effects were reported. This rv lead remains in service.